Event description:
Customer reported low blood glucose events. The paramedics were called. Customer was not taken to the hospital, however, the paramedics would not leave her until the blood glucose reading was 70 mg/dl. The most recent low blood glucose incident was 59 mg/dl. The current blood glucose reading is 152 mg/dl. Customer experiencing lows in the morning. Customer experiencing low blood glucose reading since february. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.